Event description:
After compressing the femoral vein following dialysis catheter removal, a physician found blood had leaked through his vinyl gloves resulting in exposure to possible blood-born pathogens. The physician required screening and follow-up for the exposure.